Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement.

Event description:
It was reported that the arctic sun device had water cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the alert 113 reduced water temperature control, the t4 temperature did not decrease, chiller piping was found to be freezing. Issue with the chiller pump was confirmed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) 05 water reservoir empty. When the equipment was powered on, the water level in the device was at zero, and alarm number 5 was triggered. While adding water to the equipment, it was confirmed that less than 3 liters could be filled, and upon inspection, water was not entering the chiller tank. Mixing pump was replaced. 113 reduced water temperature control, the t4 temperature did not decrease, chiller piping was found to be freezing. Issue with the chiller pump was confirmed. Chiller pump was replaced. This device was evaluated for functionality per baw2800549. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.